Manufacturer narrative:
Service inspected the analyzer and determined the sample probe (01g48-04) was the likely cause of the issue. Service replaced the probe and the issue was resolved. A review of the service history for the analyzer did not identify any contributing factors nor subsequent issues related to erratic or discrepant patient results. A review of historical data associated with the sample probe did not identify any trends, non-conformances or potential non-conformances. A review of tracking and trending data for the analyzer did not identify any systemic issues or trends associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. No systemic issue or deficiency of the architect c4000 analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained falsely elevated magnesium results generated on an architect c4000 processing module. Customer provided reference range is 1.6-2.6 mg/dl. Sample 1 initial result = 6.4 mg/dl; repeat result = 1.8 mg/dl. Sample 2 initial result = 7.2 mg/dl; repeat result = 1.5 mg/dl there was no impact to patient management reported.